Event description:
It was reported during a test prior the procedure, it was observed a hole between the cannon and the beginning of the catheter, leading to the liquid leakage. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 3fr s/l per-q-cath catheter. The sample was received with an inlaid stylet and attached t-lock assembly. The stylet had been partially withdrawn. The catheter was compressed near the molded joint. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, leaks were observed at the 1cm and between the 2cm and 3cm depth markings. Tactile inspection of the sample revealed tensile weakness in the vicinity of the leak sites. Microscopic inspection of the leak sites revealed diagonally aligned splits. The splits exhibited granular fracture surfaces. Following longitudinal bisection of the catheter in the split region, inspection of the inside surface of the catheter wall revealed longitudinal scoring marks. The split characteristics, tensile weakness and inner wall abrasion damage were all consistent with catheter trauma caused by the stylet. Such damage can occur if the stylet is manipulated prior to wetting and if the stylet is manipulated when the catheter is constrained. The product IFU states ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal¿ and ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape.¿ h3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw0454 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported during a test prior the procedure, it was observed a hole between the cannon and the beginning of the catheter, leading to the liquid leakage. No other information was provided.